Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 419 mg/dl to over 600 mg/dl and diabetic ketoacidosis. Reportedly, customer was using supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and saline. No information regarding the release date was available, however, customer indicated the issue was resolved and no permanent damage was sustained. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.